Event description:
It was reported by the sales rep that " during the case the balloon ruptured on the proplege coronary sinus device. It was late enough in the procedure that it did not cause the customer to open the patient." No pt harm was reported.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
The customer report that the longitudinal orientation line was observed mismarked on the pr9 was not confirmed. The longitudinal orientation was present on the catheter and in the correct location in relation to the handle. An attempt was made to inflate the balloon with 2 cc of water and the balloon was found to be leaking due to a cut on the balloon. The report that the orientation line was mismarked was not confirmed upon assessment. The reported balloon rupture late in the procedure was actually caused by a cut to the balloon wall, not an actual rupture. This cut was most likely caused by the user. There are no corrective actions identified as a result of this complaint. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. Instructions for use were reviewed and found appropriate. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.